Event description:
A home patient's spouse contacted baxter's technical service center regarding a check patient line alarm during initial drain. The home patient's spouse noted "alot of air in patient line." Baxter's technical service center assisted the home patient in ending therapy. No patient injury or medical intervention was indicated at the time of the initial report.